Event description:
A review of medical records received indicate that approximately 6 to 8 hours following the transapical tavr procedure the patient¿s chest tube drainage had increased; a decrease in the mixed venous oxygen capacity was also noted with a decrease in hemoglobin. The patient continued to require increasing doses of norepinephrine to maintain blood pressure. The decision was made to return the patient to the operating room. The intra-operative echocardiogram showed blood in the pericardium, with evidence of tamponade. The valve and ventricular function were both in good shape. In the operating room the patient¿s left anterior thoracotomy was reopened. A large hemothorax of blood and clot were evacuated from the patient¿s chest. The ventriculotomy was explored and a bleeding point was found at one of the pursestrings sutures. The bleeding was controlled with a single pledgeted 4-0 prolene suture and hemostasis was secured. The patient was taken to the cardiothoracic intensive care unit in hemodynamically stable condition. Reportedly from that point the patient progressed reasonably well and remained hemodynamically stable throughout the remainder of the hospital course. Approximately 6 days post operatively the patient began experiencing occasional ectopic beats and ultimately degenerated into ventricular tachycardia. The patient underwent resuscitation which included ultimately the placement of an intra-aortic balloon pump and transvenous pacemaker, but despite all efforts the patient was unable to be resuscitated and expired.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause of the transapical bleeding cannot be confirmed. However, in addition to patient factors (patients female gender and advanced age), procedural factors may have caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.